Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices were inspected in the field but the issue was confirmed; however, no defect or malfunction was found. The issue was the result of use error as the scale was not properly zeroed before use. 1 device was functionally/visually inspected in the field. The device was repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 3 malfunction events, where it was reported the scale was inaccurate.  There was no patient involvement.